Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell and dislodged their right atrial (ra) lead. The lead exhibited loss of sensing, and was subsequently capped and replaced. No patient complications have been reported as a result of this event.